Manufacturer narrative:
Citation: jewgenow p et al. Subclinical thrombus formation in bioprosthetic pulmonary valve conduits. Int j cardiol. 2019 apr 15;281 :113-118. Doi: 10.1016/j.ijcard.2019.01.095. Epub 2019 jan 30. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a histopathologic analysis of explanted bioprosthetic pulmonary valve conduits for subclinical thrombus formation. All data were collected from multiple centers. The study included 47 explanted pulmonary conduits from patients with a history of congenital heart disease and concomitant pulmonary valve stenosis and/or insufficiency. The mean age of the patient population was 5.6 years. Of the explanted conduits, 39 were medtronic products: hancock (23), contegra (7), melody (7), and freestyle (2). No serial numbers were provided. Among all patients, adverse events included: conduit explantation due to pulmonary stenosis and/or pulmonary insufficiency (observed in hancock, contegra and melody); and subclinical thrombus formation at the base of the valve sinus. It was reported that the duration from conduit implantation to conduit explantation was a mean 63 months (6 to 342 months). Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.